Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a perceived high scan of "72 mg/dl and kept going up" on the sensor as compared to an unknown laboratory result. It was further reported that a blood glucose reading of 54 mg/dl was obtained from an unspecified device and the customer felt "bad and fainted in the car". The customer was taken to a hospital where they were diagnosed with hypoglycemia and they were able to self-treated with apple juice. No further information was provided. There was no report of death or permanent impairment associated with this event.